Event description:
It was reported that during a procedure, the fiber broke in half and made a hole in the glove of the tech. The procedure was completed with another fiber. No injuries were seen to the tech or to the patient.

Manufacturer narrative:
Medwatch report number: (B)(4).

Event description:
It was reported that during a procedure, the fiber broke in half and made a hole in the glove of the tech. The procedure was completed with another fiber. No injuries were seen to the tech or to the patient.

Manufacturer narrative:
Medwatch report number: (B)(4). Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a that the fiber was broken into two pieces, thus, confirming the reported event. Microscopic analysis found that the connector of the fiber was in good condition and the functional tested indicated that there was one treatment used. The exact cause of the fiber break is still under investigation, as this event falls within the scope of a CAPA process. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. And a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber broke in half and made a hole in the glove of the tech. The procedure was completed with another fiber. No injuries were seen to the tech or to the patient.

Event description:
It was reported that during a procedure, the fiber broke in half and made a hole in the glove of the tech. The procedure was completed with another fiber. No injuries were seen to the tech or to the patient.

Manufacturer narrative:
E1: initial reporter email updated medwatch report number:(B)(4). Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a that the fiber was broken into two pieces, thus, confirming the reported event. Microscopic analysis found that the connector of the fiber was in good condition and the functional tested indicated that there was one treatment used. The exact cause of the fiber break is still under investigation, as this event falls within the scope of a CAPA process. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. And a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.